Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2022, it was reported that the patient felt sick, confusion and the blood glucose level was throwing up in the morning of (B)(6) 2022. Therefore, they tried to treat it with insulin intravenously, but on the same day (B)(6) 2022 at 08:30 am, the patient was admitted to the hospital due to diabetic ketoacidosis. The infusion had been used from wednesday or thursday and the site location was patient's thigh. Moreover, the patient had ketone levels. During hospitalization, the patient received insulin intravenously as corrective treatment. At the time of this report, the patient was still in the hospital. Currently, the patient blood glucose level was 14.2 mmol/l. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.